Event description:
It was reported to minimed that the customer experienced a frozen screen showing the medtronic logo after the insulin pump was exposed to water, along with button and keypad unresponsiveness. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was partially performed, including confirming that the customer was calling back after installing a new battery and monitoring the insulin pump for 2 hours and that the frozen display recurred, noting past fluid exposure with no visible water or fluid in the pump, and confirming that the buttons and keypad were not responsive; troubleshooting was declined by the customer for the keypad anomaly and fluid in pump, and the customer was advised that the pump would be replaced and instructed to revert to a backup plan per healthcare professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Proceeded with the following testing to assure proper functionality of the unit. After battery installation unit gave an unexpected flashing medtronic logo, no frozen screen noted. After multiple attempts to download medtronic logo persisted. Unable to download history files and traces using thump software due to constant flashing medtronic logo. Unable to test buttons due to constant flashing medtronic logo. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, sleep current measurement, active current measurement and self test due to constant flashing medtronic logo. Upon keypad overlay removal, no moisture damage or anomalies noted on keypad traces. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. Per visual inspection it was determined that the ingress of water corroding electronic assemblies and force sensor flex connector leading to constant flashing medtronic logo. The following cosmetic damages were noted: label damage (faded), cracked case (battery tube), cracked case, scratched case, and pillowing keypad overlayin conclusion customer concern of frozen screen was not confirmed as unit received with unexpected flashing medtronic logo. Flashing medtronic logo was due to corroded electronic assembly. Customer concern for keypad anomaly was unable to be confirmed due to flashing medtronic logo.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.